Event description:
Per the clinic, the patient experienced chronical infection and pain around implant site leading to device non-use. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.